Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter pulmonary bioprosthetic valve, into a patient with a large right ventricular outflow tract (rvot) and due to comorbidities, it was determined to place a valve in each pulmonary artery. The first valve was placed in the left pulmonary artery and a second valve was implanted in the right pulmonary artery. Upon removal of the balloon aortic valvuloplasty (bav) balloon, the first valve migrated back to the distal main pulmonary artery. The valve was successfully positioned in the right ventricular outflow tract (rvot)/proximal main pulmonary artery and was left there for a landing zone for a new valve. Approximately one year and eight months following the implantation of the valves, a third valve was successfully implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.